Manufacturer narrative:
The referenced second percutaneous lead replacement was reported under medwatch MFR report # 2916596-2018-02056. Approximate age of device ¿ 4 years and 10 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a short-to-shield was suspected due to multiple pump stop alarms and fixed low speed operation. It was reported that there was a bend in the driveline close to the system controller. No clinical symptoms were reported. During review of the submitted log file technical services observed pump stop events, low speed advisories, low speed hazards, and low flow hazards beginning on (B)(6) 2018 at 01:37 through (B)(6) 2018 at 01:57. This type of behavior had been previously linked to potential issues with the percutaneous lead. On (B)(6) 2018 technical services performed a distal end percutaneous lead (driveline) replacement, replacing approximately 12inches of the driveline. Approximately 2 hours later the alarms returned. Technical services returned to the center and performed a second distal end percutaneous lead (driveline) replacement.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from the final report and accidentally omitted in the previous correction. The correct date was jun 6, 2018.

Manufacturer narrative:
The replaced portion of vad-51257 distal end percutaneous lead (driveline) was received for investigation. The report of low speed and pump stop events could be confirmed based on the submitted log file. The log file, dated (B)(6) 2018, contained approximately 9 days of data, spanning from (B)(6) 2018 20:50 to (B)(6) 2018 15:52, which captured numerous low-speed and pump stop events while the patient¿s lvad was supported with the patient cable and mobile power unit (mpu). Based on the manufacturer¿s complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the percutaneous lead (driveline); however, a specific cause for the events could not be conclusively determined through the evaluation of the returned percutaneous lead (driveline). A distal end percutaneous lead (driveline) replacement was performed by a representative of the manufacturer¿s technical services on (B)(6) 2018 on (B)(4). Approximately 7 inches of the external portion/distal end of the percutaneous lead (driveline) was returned. The silicon sleeve was removed, and examination of the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned percutaneous lead (driveline) was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the percutaneous lead (driveline). The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors (figure 3). The distal end of lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead (driveline) wires that would have resulted in an electrical short. Following the replacement, the patient experienced more pump stop events while supported by the mpu and a second distal end replacement was performed. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.